Event description:
It was reported that the ventilator failed flow transducer test. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Our field service engineer (fse) was on-site to investigated the issue further and found out that the expiratory cassette was faulty and required replacement. The ventilator was tested thereafter and it passed all functional and safety tests, hence it was returned for clinical use. It is very important that the the expiratory cassette membrane is clean. If there is dirt particles on the membrane it may not seal the membrane seat correctly causing leakage in the expiratory cassette. The root cause of the issue has been identified and resolved.